Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted (B)(6) to report that their vac pac patient positioning support device leaks at the valve. There was no report of death, injury or delay in treatment, and no patient involvement was reported. The vac pac device has been reported to have been purchased in (B)(6) 2015 and has been destroyed at the user facility.